Event description:
It was reported in 2008, that during a trans-arterial embolization ( tae) procedure of the liver, the subject device ( guidewire) was flushed with saline and used with a microcatheter. The distal tip had been pre-shaped into a "... Very moderate curve." Right after the subject device was inserted into the microcatheter, resistance was felt at the guidewire tip. Following removal from the pt, coating damage was noted near the distal end. Follow up responses received april 13, 2008, revealed that the physician felt the coating peeled prior to insertion into the microcatheter. There were no reported pt complications, and the pt suffered no issues resulting from the reported device issue.

Manufacturer narrative:
The device directions for use (dfu) states: " remove the guidewire carefully from the carrier tube to reduce the possibility of damage to the distal tip." As well, the dfu precautions: " due to the variations of certain catheter tip inner diameters, abrasions of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, use of a different catheter may be warranted." And finally, per the dfu: " never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistant may result in separation of the guidewire tip, damage to the catheter..."